Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump by approximately 1 inch, but no damage to the cartridge was observed or reported. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 220 mg/dl. During troubleshooting with tandem technical support, customer was able to reload the cartridge, the malfunction alarm was cleared, and insulin delivery was resumed successfully.